Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the patient presented with blood stool. The patient was confirmed to be guaiac positive. A pill scan was used; however, the pill cam never moved out of the stomach. The patient received transfusions, oceratide gtt and will receive out patient (sandostantin) injections. The patient was since been discharged and remains stable.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The patient remains ongoing on heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented on (B)(6) 2018 with complaints of dark and red stool. The patient had received a transfusion. Additional information received on (B)(6) 2018 stated that the stool guaiac was positive for gi bleed. A pill cam test was conducted, however the pill cam never moved out of the stomach. The only symptom the patient presented with were the blood stools. The patient received blood transfusions, oceratide gtt, and will received out patient injections. The bleeding was reported to have stopped. Discharged on the night of (B)(6) 2018 in stable condition. Plan of care was to receive outpatient sandostatin injections.